Event description:
Pt in rad 1601: pilot trial of frameless virtual cone stereotactic radiosurgical thalamotomy for intractable tremor and advanced functional connectivity parcellation of the thalamus study. Pt consented on (B)(6) 2021 and had left vim srs (B)(6) 2021. On (B)(6), 2021, pt went to ER after falling twice at home due to right sided weakness. Head CT was normal but pt's blood sugar was extremely elevated. Pt admitted to hosp for management of blood glucose. Pt states he was not taking insulin at home because he did not know how to use new insulin pen. Pt discharged home on (B)(6) 2021.